Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not working properly. Additionally, the patient has developed a need for left ventricular (lv) pacing. The physician has discussed two treatment options which include upgrading to a cardiac resynchronization therapy pacemaker (crt-p) system or at a minimum replacing the right atrial (ra) lead. A treatment plan has not yet been selected. This ra lead remains in service. No adverse patient effects were reported.